Manufacturer narrative:
The customer discovered that liquid waste had overflowed from the waste container into the waste filter bottle and onto the counter. The customer cleaned the spill and dried out the waste filter and bottle as required. Service was dispatched on (B)(4) 2011 to the site for an unrelated event. A definitive root cause for this event has not been determined.

Event description:
A customer reported to beckman coulter, inc. (Bec) a liquid waste leak from access 2 immunoassay analyzer. There was no user exposure to the liquid waste and no injury was reported. The customer has exposure control plan. There was no effect to patient or user.